Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the c arm movements were unavailable. Upon checking with the customer, fse confirmed the issue only happened once and was resolved after restart. Fse has monitored the system for one week and the issue did not happen again, the reported issue was not replicated, no related error found in logs file. After restart, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable.

Event description:
It was reported to philips that the geometry movements could not be performed. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.